Event description:
Customer reportedly received the following results on two different meters within 10 minutes: 471 mg/dl (advantage) and 198 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the advantage system. Reference medwatch with (B)(6) for the compact plus system.